Manufacturer narrative:
(B)(4) date sent: 10/7/2016. Batch # (B)(4). The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 1 clips was ejected due to the condition of the jaws; finally the instrument locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken, therefore, leading to the experience feeding issues. No conclusion could be reached as to what may have caused this condition. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips not firing properly. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.